Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the carton to have been previously opened and shows signs of wear (creases, slight distortions). The outer cavity exhibits damage cracked/fractured, and the tyvek has been peeled from the cavity. The bearing and IFU pamphlet were returned. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. The likely root cause of the reported issue is attributed to a transport/storage issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during surgery, while preparing a meniscal bearing poly implant for use, the sterile packaging was found to be damaged. The surgeon elected not to use the affected implant, and a replacement implant was utilized to successfully complete the procedure without any complications. There were no reported consequences or impact to the patient. Attempts have been made and no further information has been provided at the time of this report.